Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(event site email), g4, g7, g8, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person), h6(component codes). Testing of actual/suspected device(10) a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue the fse replaced the display which corrected the issue, he then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had sparkly pixels on the video. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.